Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call, the customer's insulin pump alerted the bolus needed to be set when they attempted to bolus. The customer had high blood glucose of 572 mg/dl. The customer's father declined troubleshooting for the high blood glucose. Assistance to set up bolus was provided. The customer is not returning the device for the analysis.